Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor has signal problems and could not start. When sensor was removed, it was found that cannula was very short. Customer's blood glucose was unknown. Sensor would be replaced.